Event description:
Following reciept of further information it has been reported that the the patient suffered dislocations post implantation. Hip arthroscopy and psoas tenotomy for groin pain and hip snapping was performed on (B)(6) 2009. Revision of the bhr components was completed on (B)(6) 2014. Metal levels: co5.8mg/l cr6.5mg/l pre revision surgery. Please disregard what was reported prior to this report.

Manufacturer narrative:
Relates to 3005975929-2017-00009.

Event description:
It was reported that the patient underwent revision in which the acetabular cup was removed. The patient then went on to have the head removed in (B)(6) 2015.

Event description:
It was reported that the patient, initially treated for coxarthrosis with a right bhr implant on (B)(6) 2007, underwent a revision surgery on (B)(6) 2013 due to persistent right hip pain. Clinical findings leading up to the revision included suspected osteolysis, joint effusion, and possible adverse tissue reaction, such as metal poisoning and hematoma. Although no metal ion levels were reported, implant malposition¿specifically a 30° acetabular anteversion¿along with other post-operative factors, were considered potential contributors to the need for revision. No further information was reported regarding this event.